Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgery may take place to address the issue.

Manufacturer narrative:
Ipg is no longer reportable due to the device meeting normal longevity requirements.

Event description:
Based on the information provided, the record is not reportable due to the device meeting normal longevity requirements.